Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed. The customer requested an event log review for a heparin overinfusion, however no details of the event were provided other than the pump module serial number. The drug ids in the log were reviewed and none were a match for heparin. The pcu event log shows that the pump module was last used at 10:13 am on (B)(6) 2016, when it was programmed to infuse maintenance ivf (drugid 1) at 100ml/hr with a vtbi of 1000ml. The infusion continued until 2:44 pm when the device was channeled off and the system was shut down and powered off. During the infusion there were multiple instances of patient side occlusions. The volume recorded as being delivered during this period was 431.817ml. The root cause of the reported heparin overinfusion was not identified. No devices were returned for evaluation. No devices received, log review only.

Event description:
The customer reported that a secondary infusion of heparin 50 units was intended to run at 18.5 ml/hr, was initiated at 10:14 am, and was noted to have completed at 2:44 pm. The heparin was not started using interoperability due to it being an "out of scope" medication. The event devices were evaluated by the biomed on site and passed all maintenance tests; a log review was requested to confirm the programming. There was no patient harm.